Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/10/2021. H.6. Investigation: bd received 22 sets samples for investigation. The samples were evaluated by visual examination and functional testing and the indicated failure mode for molding defect with the incident lot was not observed. Additionally, 50 sets of retention samples from bd inventory were evaluated by visual examination and 13 sets were subjected to functional testing and no issues were observed relating to molding defect as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® safety-lok¿ blood collection set experienced needle and holder separate/spin out this event occurred 100 times. The following information was provided by the initial reporter: translated to english. The customer stated: "the holder pumped out of holder during sampling."

Manufacturer narrative:
OEM manufacturer: (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® safety-lok¿ blood collection set experienced needle and holder separate/spin out. This event occurred 100 times. The following information was provided by the initial reporter: translated to english. The customer stated: "the holder pumped out of holder during sampling."